Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing heat sensations in the chest, at the implantable cardioverter defibrillator (ICD) implant site. It was stated by the patient's mother that this sensation had occurred twice within a month's time. A device interrogation was scheduled by hospital staff, but the patient failed to come on scheduled date, time. No patient complications have been reported as a result of this event.